Manufacturer narrative:
The customer¿s experience of a system error was confirmed in the pcu event log. The pcu event log shows 3 pump modules and 1 syringe module were attached to pcu s/n (B)(4) at the time of the reported event. Pm s/n (B)(4) was in use and infusing an unidentified medication at 1ml/hr. Pm s/n (B)(4) was in use and infusing an unidentified medication at 4ml/hr. Pm s/n (B)(4) was idle. At 6:58 am on (B)(6) 2018, the sm s/n (B)(4) receives multiple remote IV requests at the same time as the user is about to select the syringe. The coincidence of receiving a remote order while confirming the syringe selection on the previous order causes a software exception and a system error occurs (logged in the pcu error log as 800.8000.0 ¿ pcu15 general os failure). The four remote requests received after the first request all bear the same infusion data as the first request. The next entry in the pcu event log is for a power on event at 4:10 pm. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that during infusions of custom sodium acetate carrier, hal, il and a medline, the devices alarmed for ¿system malfunction¿ and powered off. Prior to the event, the baby was decompensating and the hal/il/carrier infusions were paused in order to push rescue the medications. When the midazolam prn was signed out, IV push was selected as the route of administration then epic prompted the clinician to send the order details to pump (despite IV push selection). As epic was trying to communicate with the alaris system, the system displayed malfunction, was blinking/alarming and then powered off. There was no report of long-term patient harm.